Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, four 6f¿12f mynx control venous vascular closure devices (vcd) were used and the physician later questioned whether a deep vein thrombosis (dvt) and pulmonary embolism (pe) were related to the devices. The procedure was successful and all four access sites were closed with the mynx control venous devices with no complications. There was a reported patient injury of deep vein thrombosis (dvt) from the access site down the left leg and a small pulmonary embolism (pe) in the left lower lobe. An electrophysiology study and ablation were being performed, with one 7f sheath placed in the right vein and a 5f, 6f, and 7f sheath placed in the left groin, and the physician noted that the left side vein had tortuosity and there was difficulty advancing the catheter. No complications were noted post-operatively and the patient was released home the same day. No heparin was given during the procedure. No damage was noted to the devices or packaging prior to use, and the devices were stored and prepared according to the instructions for use (IFU). Femoral artery suitability on venography, including insertion angle verification, was not verified. The vessel diameter was verified to be greater than or equal to 5 mm. There was no issue achieving hemostasis. The event occurred a few days later, and no bleeding was visualized. No compression devices or compression dressings were used. The patient remained on bed rest for four hours following the procedure. No intervention was performed and the patient was placed on anticoagulation therapy. Additional blood tests were ordered to determine if there was a possible underlying medical condition. Initial results showed elevated fibrinogen levels. The platelet count appeared abnormal, and it was stated that the patient¿s mother had a clotting disorder, with additional results pending. The patient was reportedly not a smoker. The devices will not be returned for evaluation.